Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2009, patient presented in ER with complain of headache and right sided neck and back pain. Patient underwent CT of brain. Impression: no acute intracranial abnormality. Right-sided craniocervical junction mass, which is nonspecific but may represent neurogenic tumor or meningioma. Patient underwent x-ray of cervical spine. Impression: normal limited examination. On (B)(6) 2009, patient reported neck pain and tenderness after motor vehicle accident in on (B)(6) 2009. MRI demonstrates a large mass which appears to be most consistent with a c1-2 schwannoma. Causing some destruction of the c1-2 foramen and some lateral cord compression. There is no t2 cord signal abnormalities and there is a circumferential cerebrospinal fluid signal around the cervical cord. There is a significant extraforaminal component into the soft tissues of the neck. On (B)(6) 2009, patient presented for follow-up to discuss about surgery, posterior cervical laminectomy for removal of c1-c2 schwannoma using the operative microscope as well as c1-c3 instrumentation and fusion. On (B)(6) 2009, patient underwent: posterior cervical decompression and removal of c1-2 schwannoma. Posterolateral arthrodesis cl to c3 with rhbmp-2 and locally harvested autograft and graft on demineralized bone mix. Posterior segmental stabilization c1 to c3 with screw out construct. For pre-op diagnosis of right c1-c2 schwannoma; per-op notes: the bony landmarks were clear of all soft tissue using bipolar cautery and curettes. Entry site from the lateral mass was at c1, the par screws of c2 and lateral mass screws of c3 were executed with a high speed drill. With identification of the medial wall of the lateral mass projectories were drilled to the c1 lateral masses towards the mid aspect of the c1 anterior tubercle. On the right a 34 mm long 4.0 mm diameter screw was inserted and on the left a 32 mm long 4.0 mm diameter screw was inserted. These screws were partially threaded. Lateral masses were then drilled into the c3 lateral masses starting at the mid point of the lateral mass and toward the superior lateral quadrant. Each of the lateral masses received a 14 mm long 3.5 mm diameter screw. Operative field was then copiously irrigated. Rods were cut and contoured to the appropriate size and shape. The posterolateral aspect of the spine, particularly on the right hand side there the tumor was resected between c1 and c2, was then decorticated with a high speed drill along with the posterior elements of c2 and c3. Along the decorticated surfaces of the bone the locally harvested autograft was placed with rhbmp-2 which had been reconstituted according to standard manufacturer guidelines. Rods were then cut and contoured to the approximate size and shape and placed into the lateral mass screws. Locking mechanism was engaged with final tightening performed with a counter torque device. No complications were reported during the procedure. On (B)(6) 2009, patient underwent x-ray of chest which showed normal heart and clear lungs. The osseous and soft tissue nad mediastinal structures are unremarkable. On (B)(6) 2009, patient underwent x-ray of cervical spine. On (B)(6) 2010, patient presented in ER with complains of neck pain and right arm pain.